Event description:
It was reported that the control panel on the arctic sun device had booted to the screen with the circle and a slash. The nurses had reported repeated "run time" errors. However, these were not observed currently. As the arctic sun device was under warranty. They would ship a replacement control panel and stated the arctic sun device would be repaired onsite. Replacement part order # 10004698.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was determined to be an defective control panel. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"indications for usethe arctic sun® temperature management system is a thermal regulatingsystem, indicated for monitoring and controlling patient temperature in adultand pediatric patients of all ages.warnings and cautionswarnings¿ do not use the arctic sun® temperature management system inthe presence of flammable agents because an explosion and/or firemay result.¿ do not use high frequency surgical instruments or endocardial catheterswhile the arctic sun® temperature management system is in use.¿ there is a risk of electrical shock and hazardous moving parts. There areno user serviceable parts inside. Do not remove covers. Refer servicing toqualified personnel.¿ power cord has a hospital grade plug. Grounding reliability can only beachieved when connected to an equivalent receptacle marked ¿hospitaluse¿ or ¿hospital grade¿.¿ when using the arctic sun® temperature management system, note thatall other thermal conductive systems, such as water blankets and watergels, in use while warming or cooling with the arctic sun® temperaturemanagement system may actually alter or interfere with patienttemperature control.¿ do not place arcticgel¿ pads over transdermal medication patchesas warming can increase drug delivery, resulting in possible harm tothe patient.¿ the arctic sun® temperature management system is not intended foruse in the operating room environment.cautions¿ this product is to be used by or under the supervision of trained, qualifiedmedical personnel.¿ federal law (USA) restricts this device to sale, by or on the order ofa physician.¿ use only sterile water. The use of other fluids will damage the arctic sun®temperature management system.¿ when moving the arctic sun® temperature management system alwaysuse the handle to lift the controller over an obstacle to avoid over balancing.¿ the patient¿s bed surface should be located between 30 and 60 inches(75 cm and 150 cm) above the floor to ensure proper flow and minmi izerisk of leaks.¿ the clinician is responsible to determine the appropriateness of customparameters. When the system is powered off, all changes to parameters willrevert to the default unless the new settings have been saved as new defaultsin the advanced setup screen. For small patients (=30 kg) it is recommendedto use the following settings: water temperature high limit =40°c (104°f);water temperature low limit =10°c (50°f); control strategy = 2. It isrecommended to use the patient temperature high and patient temperaturelow alert settings.¿ the operator must continuously monitor patient temperature when usingmanual control and adjust the temperature of the water flowing throughthe pads accordingly. Patient temperature will not be controlled by thearctic sun® temperature management system in manual control.¿ due to the system¿s high efficiency, manual control is not recommendedfor long duration use. The operator is advised to use the automatic therapymodes (e.g. Control patient, cool patient, rewarm patient) for automaticpatient temperature monitoring and control.¿ the arctic sun® temperature management system will monitor and controlpatient core temperature based on the temperature probe attached to thesystem. The clinician is responsible for correctly placing the temperatureprobe and verifying the accuracy and placement of the patient probe at thestart of the procedure.¿ medivance supplies temperature simulators (fixed value resistors) fortesting, training and demonstration purposes. Never use this device, or othermethod, to circumvent the normal patient temperature feedback controlwhen the system is connected to the patient. Doing so exposes the patientto the hazards associated with severe hypo- or hyper-thermia.¿ medivance recommends measuring patient temperature from a secondsite to verify patient temperature. Medivance recommends the use of asecond patient temperature probe connected to the arctic sun® temperaturemanagement system temperature 2 input as it provides continuousmonitoring and safety alarm features. Alternatively, patient temperature maybe verified periodically with independent instrumentation.¿ the displayed temperature graph is for general information purposes onlyand is not intended to replace standard medical record documentation foruse in therapy decisions.¿ patient temperature will not be controlled and alarms are not enabled instop mode. Patient temperature may increase or decrease with thearctic sun® temperature management system in stop mode.¿ carefully observe the system for air leaks before and during use. If thepads fail to prime or a significant continuous air leak is observed in thepad return line, check connections. If needed, replace the leaking pad.leakage may result in lower flow rates and potentially decrease theperformance of the system.¿ the arctic sun® temperature management system is for use only withthe arcticgel¿ pads.¿ the arcticgel¿ pads are only for use with the arctic sun® temperaturemanagement systems.¿ the arcticgel¿ pads are non-sterile for single patient use. Do notreprocess or sterilize. If used in a sterile environment, pads should beplaced according to the physician¿s request, either prior to the sterilepreparation or sterile draping. Arcticgel¿ pads should not be placed ona sterile field.¿ use pads immediately after opening. Do not store pads once the kit hasbeen opened.¿ do not place arcticgel¿ pads on skin that has signs of ulceration, burns,hives, or rash.¿ while there are no known allergies to hydrogel materials, cautionshould be exercised with any patient who has a history of skin allergiesor sensitivities.¿ do not allow circulating water to contaminate the sterile field when patientlines are disconnected.¿ the water content of the hydrogel affects the pad¿s adhesion to theskin and conductivity, and therefore, the efficiency of controlling patienttemperature. Periodically check that pads remain moist and adherent.replace pads when the hydrogel no longer uniformly adheres to the skin.replacing pads at least every 5 days is recommended.¿ do not puncture the arcticgel¿ pads with sharp objects. Punctures willresult in air entering the fluid pathway and may reduce performance.¿ if accessible, examine the patient¿s skin under the arcticgel¿ pads often,especially those at higher risk of skin injury. Skin injury may occur as acumulative result of pressure, time and temperature. Possible skin injuriesinclude bruising, tearing, skin ulcerations, blistering, and necrosis. Do notplace bean bag or other firm positioning devices under the arcticgel¿ pads.do not place positioning devices under the pad manifolds or patient lines.¿ the rate of temperature change and potentially the final achievablepatient temperature is affected by many factors. Treatment application,monitoring and results are the responsibility of the attending physician.if the patient does not reach target temperature in a reasonable time orthe patient is not able to be maintained at the target temperature, the skinmay be exposed to low or high water temperatures for an extended periodof time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient andtreatment goals, water flow is greater than or equal to 2.3 liters per minuteand the patient temperature probe is in the correct place. For patientcooling, ensure environmental factors such as excessively hot rooms,heat lamps, and heated nebulizers are eliminated and patient shiveringis controlled. Otherwise, consider increasing minimum water temperature,modifying target temperature to an attainable setting or discontinuingtreatment. For patient warming, consider decreasing maximum watertemperature, modifying target temperature to an attainable setting ordiscontinuing treatment.¿ due to underlying medical or physiological conditions, some patients aremore susceptible to skin damage from pressure and heat or cold. Patientsat risk include those with poor tissue perfusion or poor skin integrity due todiabetes, peripheral vascular disease, poor nutritional status, steroid useor high dose vasopressor therapy. If warranted, use pressure relieving orpressure reducing devices under the patient to protect from skin injury.¿ do not allow urine, antibacterial solutions or other agents to pool underneaththe arcticgel¿ pads. Urine and antibacterial agents can absorb into thepad hydrogel and cause chemical injury and loss of pad adhesion. Replacepads immediately if these fluids come into contact with the hydrogel.¿ do not place arcticgel¿ pads over an electrosurgical grounding pad.the combination of heat sources may result in skin burns.¿ if needed, place defibrillation pads between the arcticgel¿ pads and thepatient¿s skin.¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completionof use. Discard used arcticgel¿ pads in accordance with hospitalprocedures for medical waste.¿ the usb data port is to be used only with a standalone usb flash drive.do not connect to another mains powered device during patient treatment.¿ users should not use cleaning or decontamination methods different fromthose recommended by the manufacturer without first checking with themanufacturer that the proposed methods will not damage the equipment.do not use bleach (sodium hypochlorite) as it may damage the system.¿ medivance will not be responsible for patient safety or equipmentperformance if the procedures to operate, maintain, modify or service themedivance arctic sun® temperature management system are other thanthose specified by medivance. Anyone performing the procedures must beappropriately trained and qualified."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the control panel on the arctic sun device had booted to the screen with the circle and a slash. The nurses had reported repeated "run time" errors. However, these were not observed currently. As the arctic sun device was under warranty. They would ship a replacement control panel and stated the arctic sun device would be repaired onsite. Replacement part order # (B)(4).